Event description:
Coiled endotracheal tube left in pt postoperatively in 2000. The next day at 10:15, the pt went into respiratory distress. Rn was unable to suction. The physician arrived and extubated the pt and the pt was placed on a mask.